Manufacturer narrative:
For the five reported malfunctions, two devices were returned to bd for evaluation. Both evaluations were determined to be inconclusive for the reported issue. For the remaining three malfunctions, devices were not returned; therefore, the investigation is inconclusive for the missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number- redp0044).

Event description:
This report summarizes five (5) malfunction. A review of the reported information indicated that model 9808560 port & catheter allegedly experienced a missing component. This information was received from various sources. Of the five malfunction, two did not involve a patient and three malfunctions involved a patient with no known impact to the patient. Of the reported malfunctions, one patient was male and one patient was female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
For the five reported malfunctions, two devices were returned to bd for evaluation. One evaluation was determined to be inconclusive while the company is still investigating the issue of the other malfunction at this time. For the remaining three malfunctions, devices were not returned; therefore, the investigation is inconclusive for the missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number- redp0044).

Event description:
This report summarizes five (5) malfunction. A review of the reported information indicated that model 9808560 port & catheter allegedly experienced a missing component. This information was received from various sources. Of the five malfunction, two did not involve a patient and three malfunctions involved a patient with no known impact to the patient. Of the reported malfunctions, one patient was male and one patient was female. The remaining patients¿ age, weight, and gender were not provided.